Event description:
It was reported that this pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended programming and troubleshooting options. It was noted that this patient is pacemaker dependent, but did not experience greater than two seconds of asystole. At this time, the device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).